Manufacturer narrative:
The hvad pump ((B)(6)) was not returned to manufacturer for analysis because it remains implanted. The event was confirmed via the log files analysis which revealed high watt alarms. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The root cause of the reported event cannot be conclusively determined however; there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately twenty-six months after the implantation, the vad coordinator reported that the patient had experienced high power consumption and estimated flows. Laboratory values at the time of the event included an inr of 4.2 and an hgb of 6.9 x 10/l. The patient's current medications included coumadin and aspirin (325mg). Of note, the patient's inr had been sub-therapeutic at 1.6 in the week prior to the event. The site further reported that the patient was not always compliant with getting her lab values checked with ensuing anticoagulation level issues. The patient was treated with integrilin and was discharged home on coumadin, aspirin and persantine with a normal ldh, a therapeutic inr and normal lvad parameters. The site reported that the event was not related to the heartware device and related to the patient's non-compliance with medical management.